Event description:
Customer stated, "had it on my shoulder, and part of it was on her breast, skin came off. " the product was returned for investigation. An investigation was done to look into the customers complaint. The investigator found that the pad was heating properly. The pad's temperature was within the specification. The heating pad has four thermostats that prevent the pad from overheating. The pad showed no signs of burning. The pad did show signs of misuse. The pad was bunched, stained and had bent leads. This indicates that the customer was laying on the product while in use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".